Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver log was downloaded and evaluated with no related errors observed. A communication tool audio test was performed and it passed. A "try it" manual test was performed and passed. The receiver case was opened for an internal visual inspection and it passed. The speaker resistance was measured and it registered within specification. The reported event of no audio output was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 05/30/2018, that on (B)(6) 2018, the patient experienced no audio output and an adverse event. The patient stated that during the night, they were awake and experienced hypoglycemia. The patient indicated they checked the cgm values during the event; however, the receiver did not alert them of the low. It was reported that someone had assisted the patient by providing the patient glucose. At the time of contact, the patient was doing good. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.